Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-29, lot # n383436, implanted: (B)(6) 2015, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient programmer (pp) screen would not turn on. The batteries had been changed. It was also noted that stimulation had stopped. This was occurring daily. No trauma/falls had occurred and the stimulation issue was not related to positional movement. No recent medical tests or electromagnetic interference (emi) had occurred. No troubleshooting for the stimulation issue had occurred due to the pp issue. It was noted that the batteries were (B)(4) heavy duty alkalines. The batteries were installed when the issue began. The patient was advised to try another set. The batteries were noted to be good and the pp would not sound or come on. It had not been dropped or wet. The patient's leg felt like it was about to fall off. She would not leave the house because her leg felt like it was about to fall off in certain places because it was so wobbly and unstable. Stimulation was noted to have stopped in (B)(6) 2015 suddenly while the patient was sitting. The patient was advised to try a new set of batteries. Troubleshooting would occur if this resolved the pp issue. Otherwise, the patient was advised to meet with their healthcare provider (hcp). Follow-up determined that the patient met with a manufacturer representative (rep) on (B)(6) 2015. She had needed new pp batteries and was getting great coverage. No further follow-up was required.